Manufacturer narrative:
The device was discarded at the account. No lot number has been provided for a device history record review. If add'l info is received, a f/u report will be filed.

Event description:
It was reported that the handpiece tip fell off during an open vascular case. Nothing fell into the site and no significant delay was noted. The case was completed successfully with no adverse consequences.